Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and corresponding fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.